Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the device could not be powered on due to a printed circuit board failure. The board was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, the touch panel on the subject device did not work. The unspecified diagnostic procedure was completed using another similar device. There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device does not start or the touch panel does not function was due to circuit board failure. In addition, the cause of the cp board failure could not be identified. Olympus will continue to monitor field performance for this device.